Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different from what was expected. There was no adverse impact to the customer¿s blood glucose level. The customer requested a replacement pump due to battery depletion and lost connection with the mobile app. After escalated troubleshooting and approval by csa, a replacement pump was recommended and sent to the customer. Customer was informed to program their settings and connect their continuous glucose monitor to the new pump, with instructions provided for returning the old one. The customer understood these instructions and acknowledged the actions taken. Customer will continue to use current pump.